Event description:
It was reported and x-rays show that a screw has migrated out of a previously implanted pubic symphysis plate. No further information was provided. There were no reports of a surgical delay or patient harm. This report is for an unknown screw. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient gender: reported as male (genitalia noted via xray images). This report is for an unknown screw reported as possibly (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.